Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after deflating the balloon of the mynxgrip vascular closure device (vcd), the doctor removed the device through the white compression tube, and when he did so pulsatile flow spurted out of the end of the white tube and landed on the physician. There was no reported patient injury. Hemostasis was achieved with manual compression in thirty (30) minutes or less. Initially, this was a neurovascular case. The vessel type was a femoral arterial. A 6f sheath was used on the procedure. The stick location was medium. It is unknown if the user shuttled down completely. There was no resistance when shuttling down. There was no unusual force applied when retracting the sheath. The patient's hospitalization was not extended as a result of the event. The patient has recovered. The device will be return for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. A review of the manufacturing documentation associated with lot (f1818601) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. Corrected data: catalog number.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information received indicates that the lead tech and doctor reported that the device actually jammed, and that was the malfunction issue that occurred. As reported, after deflating the balloon of the mynxgrip vascular closure device (vcd), the doctor removed the device through the white compression tube, and when he did so pulsatile flow spurted out of the end of the white tube and landed on the physician. Additional information was received by the lead tech and doctor that the device actually jammed, and that was the malfunction issue that occurred. There was no reported patient injury. Hemostasis was achieved with manual compression in thirty (30) minutes or less. Initially, this was a neurovascular case. The vessel type was a femoral arterial. A 6f sheath was used on the procedure. The stick location was medium. It is unknown if the user shuttled down completely. There was no resistance when shuttling down. There was no unusual force applied when retracting the sheath. The patient's hospitalization was not extended as a result of the event. The patient has recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle. The procedural sheath was stuck near the balloon. The device was returned in deployment jam position (sealant not deployed and white the advancer tube still inside the shuttle cartridge). The procedural sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path. No anomalies were observed. Functional testing per the mynx instructions for use (IFU) was performed by manually retracting the procedural sheath and the shuttle cartridge back to the black handle. Slight resistance was felt during the unsheathing. Upon un-sheathing, the sealant was observed in the shuttle cartridge tubing, swelling with increasing profile. Subsequently, the sealant¿s proximal end was found wedged between the inner shuttle tube and the outer advancer tube. The condition of the returned sealant indicates a device deployment jam. A device history record (DHR) review of lot f1818601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant device deployment jam¿ was confirmed through analysis of the returned device. However, the exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and the investigation performed, the issue might have been caused by the sealant becoming exposed to moisture prematurely as evidenced by the sealant being wedged between the shuttle and advancer tube on the returned device. When the sealant becomes exposed to moisture prematurely, this would cause the sealant to swell up, which increases its profile. During the unsheathing step after shuttle advancement, the sealant could be dragged and wedged between the inner shuttle tube and the outer advancer tube, which may have prevented the procedural sheath from being retracted during the procedure. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down. Failure to open the procedural sheath stopcock during shuttling down step can result in a premature swelling of the sealant since the blood trapped in the device has nowhere else to go if the user is providing temporary hemostasis with the balloon, which can result in a device jam. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.